Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the surgical thread needle was retained in the patient's skin at the time of the fo suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). 1) caprofyl cf803t 1-0 surgical thread: the surgical thread needle was retained in the patient's skin at the time of the fo suture. Was there any adverse consequence associated with the patient? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What is the current status of the patient? Was the needle detached/pulled off from the suture or was the needle broke? Was the needle retrieved during the same procedure? Were x-rays taken to locate the needle? What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? Does the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle in future? What tissue structure the needle was located? What is the surgeon's opinion of consequences to the patient? Do you have any photos available for visual analysis? 2)caprofyl cf913t 2-0 surgical thread: the surgical thread needle was retained in the patient's skin at the time of the fo suture. Was there any adverse consequence associated with the patient? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What is the current status of the patient? Was the needle detached/pulled off from the suture or was the needle broke? Was the needle retrieved during the same procedure? Were x-rays taken to locate the needle? What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? Does the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle in future? What tissue structure the needle was located? What is the surgeon's opinion of consequences to the patient? Do you have any photos available for visual analysis? 3)caprofyl cf123t 2-0 surgical thread: surgical thread needle came loose and fell into the fo. Was there any adverse consequence associated with the patient? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. What is the current status of the patient? Was the needle retrieved during the same procedure? Were x-rays taken to locate the needle? What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle piece? Does the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle in future? What tissue structure the needle was located? What is the surgeon's opinion of consequences to the patient? Do you have any photos available for visual analysis? Events reported via: 2210968-2022-09249, 2210968-2022-09252.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the event occur during one or several patient procedures? During a single procedure. What is the total number of procedures? 01. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). (Not applicable). If this event occurred in multiple procedures, create a product claim for each event and provide the respective reference number(s). (Not applicable). 1) caprofyl surgical thread cf803t 1-0: the surgical thread needle was retained in the patient's skin at the time of fo suturing. Were there any adverse consequences associated with the patient? No. Was any medical or surgical intervention performed (product removal; re-operation; resuture; re-closing; drainage)? If so, please specify. (Not informed). What is the patient's current status? Patient is in excellent postoperative condition. Was the needle detached/removed from the suture or did the needle break? The needle was withdrawn and discarded. Was the needle withdrawn during the same procedure? Yes, the needle was removed. Were x-rays taken to locate the needle? No. What steps were taken to retrieve the needle? The surgeon performed the removal with tweezers. Was there any additional tissue damage as a result of the needle search? No. Does the needle stay in the patient's tissue? No. If yes, are there plans to remove the needle in the future? (Not applicable). In which tissue structure was the needle located? (Not applicable). What is the surgeon's opinion about the consequences for the patient? (Not applicable). Do you have photos available for visual review? No. 2) caprofyl surgical thread cf913t 2-0: the surgical thread needle was retained in the patient's skin at the time of fo suturing. Were there any adverse consequences associated with the patient? No. Was any medical or surgical intervention performed (product removal; re-operation; resuture; re-closing; drainage)? If so, please specify. (Not answered). What is the patient's current status? The patient is in excellent postoperative condition. Was the needle detached/removed from the suture or did the needle break? Needle removed and discarded. Was the needle withdrawn during the same procedure? Yes, the needle was withdrawn. Were x-rays taken to locate the needle? No. What steps were taken to retrieve the needle? The surgeon performed the removal with the point tweezers. Was there any additional tissue damage as a result of the needle search? No. Does the needle stay in the patient's tissue? No. If yes, are there plans to remove the needle in the future? (Not applicable). In which tissue structure was the needle located? (Not applicable). What is the surgeon's opinion about the consequences for the patient? (Not applicable). Do you have photos available for visual review? No. 3) caprofyl cf123t 2-0 surgical line: the surgical line needle came loose and fell into the fo. Were there any adverse consequences associated with the patient? No. Was any medical or surgical intervention performed (product removal; re-operation; resuture; re-closing; drainage)? If so, please specify. (Not answered). What is the patient's current status? The patient is in excellent postoperative condition. Was the needle withdrawn during the same procedure? Yes, the needle was withdrawn and discarded. Were x-rays taken to locate the needle? No. What steps were taken to retrieve the needle? The surgeon performed the removal with the point tweezers. Was there any additional tissue damage as a result of the search for the needle piece? No. Does the needle stay in the patient's tissue? No. If yes, are there plans to remove the needle in the future? (Not applicable). In which tissue structure was the needle located? (Not applicable). What is the surgeon's opinion about the consequences for the patient? (Not applicable). Do you have photos available for visual review? No. (B)(4). Date sent to the FDA: 2/13/2023.